Manufacturer narrative:
(B)(4).

Event description:
In MFR # 3007566237-2013-02204 the following information was reported: "it was reported that the trial patient stopped breathing during a percutaneous nerve evaluation (pne) case. 'They' had placed bilateral needles in s3 and were getting ready to place the leads when it was indicated 'they' needed to flip the patient as the patient stopped breathing due to anesthesia. 'They' revived the patient and he was doing fine at the time of the report. Another pne was tentatively planned for (B)(6) 2013." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the patient stopping breathing during the procedure issue event will be reported in this report. Additional information reported indicated that there were no long term complications with the patient. It was stated that he was scheduled for a basic evaluation two weeks after the report.

Event description:
It was reported that the patient had a pne (peripheral nerve evaluation) stage today ((B)(6)-2013). While placing the 3065u, at max output, the patient stopped breathing and they had to remove all system. They flipped the patient over and had to resuscitate. If additional information is received, a follow up report will be submitted.